Event description:
Device malfunction: plunger would not depress. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure for the femoral artery using the starclose se after an interventional procedure. Reportedly, after the clip applier was attached to the introducer sheath, an attempt was made to depress the plunger; however, it would not depress and no click was heard. The device was removed from the patient anatomy. The physician rewired and re-sheath the artery and hemostasis was achieved using a second starclose se device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.